Event description:
Reporter alleged obtaining a discrepant blood glucose result of 573 mg/dl on advantage system 1 compared back to back with a result of 136 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter indicated that she took two glyburide tabs, as normal, in between obtaining the two results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B) (4) for the suspect device used in system 2.